Event description:
It was reported that guidewire lumen detachment occurred. It was reported that during preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave ablation catheter was selected for use. The device was flushed properly, and the non-boston scientific guidewire was in situ. When the deployment was being tested, the slider was retracted to open to basket mode and the tip of farawave guidewire lumen detached from the catheter tip. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire lumen detachment occurred. It was reported that during preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave ablation catheter was selected for use. The device was flushed properly, and the non-boston scientific guidewire was in situ. When the deployment was being tested, the slider was retracted to open to basket mode and the tip of farawave guidewire lumen detached from the catheter tip. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.